Event description:
Report received of unit functioning in back-up mode code c. The device was successfully programmed out of back-up code c and remains implanted. No further complications associated with this event.